Manufacturer narrative:
The insulin pump was unable to prime during the priming test and alarmed compromised force sensor system error alarm during the basic occlusion test. The drive support disk was protruded, loose and there was no motor error alarm. The empty reservoir alarm, bolus anomaly and basal anomaly were all unable to be tested due to prime/fill anomaly. The functional tests including the excessive no delivery test and occlusion test were unable to be performed due to prime/fill anomaly. The motor passed the motor test. The insulin pump had scratched case, scratches on the display window, cracked case at the display window corner, broken belt clip slot, scratches on the reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm and compromised force sensor system error alarm. Customer's blood glucose level was 28 mg/dl. Customer advised they woke up to an empty reservoir alarm and a compromised force sensor system error alarm. Customer advised during the prime process the insulin pump they end up overdosing on insulin. Customer experienced multiple motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.